Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). If implanted, give date: unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported to that the intraocular lens (iol) was delivered into the patient¿s eye without a trailing haptic. It is believed that it was sheared off on delivery, requiring the lens to be cut and removed from the eye. Loading of viscoelastic and set up was said to have been according to the directions for use. The procedure was completed with a back-up lens. The incision was enlarged during the replacement procedure. A vitrectomy was not performed. When discharged, the patient was stable. The patient experienced significant corneal edema post- operatively in the left eye. The patient is still healing. Intraocular pressure lowering drops were given 1 day post-operatively in addition to usual post-operative drops no additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 06/09/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit (delivery system) was received in the original folding carton. The lens was not returned for evaluation. The plunger was observed in its advanced position and the cartridge was correctly engaged into the device. No assembly errors and/or defects related to then manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Viscoelastic residue was observed in the device. The device (delivery system) was opened to verify the complaint issue reported. Only a haptic was found inside the device. Therefore, the reported issue was verified. However, the condition in which the product was returned indicates that it was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.